Event description:
It was reported that cgm displayed error code 42 during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, and after reset pump did not display error again and customer successfully started new sensor session.